Manufacturer narrative:
(B)(4). The device was returned for evaluation. Fluid accuracy testing determined that the device was not performing within specification. Electrical testing, temperature testing, and power on testing did not identify any issues related to the reported condition. The event history log review did not contain any alarms associated with the reported event. Visual inspection determined that the cause of the accuracy failure was cracked and deteriorated door piston foam. The device was serviced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.